Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10 visual examination of the provided pictures identified excessive wear on the articular surface. The femoral component shows bone cement attached to the back side. No bone cement was seen in the tibial plate. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucencies present along the undersurface of the medial and anterior portion of the tibial plate/pins suggest loosening. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 270001: wear is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The initial knee procedure took place sometime in 2008. Concomitant medical products: nonporous stemmed tibial baseplate size 2 left, item# 630700220, lot# 60919728. Cust nkii prim por fem sz 2, lt, item# 621200020, lot# 60762498. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to polyethylene wear and pain. There is no additional information available at this time.